Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge had leaked insulin into the cartridge compartment of the infusion device. No adverse event was reported. The lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.